Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number 06451 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 20 august 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 28 august 2019 noted that the device was within calibration specifications and produced a passing test mesh, but the roller and roller gear had noticeable wear. Review of the cutters found that the 2:1 cutter produced a passing cut while the 1.5:1 cutter produced an incomplete cut. Repair of the mesher occurred the same day and involved replacing the roller and roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that there was a defective cutter that produced an incomplete cut during testing, it cannot be determined from the information provided as to what caused the cutter to break down. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh on a previously recovered cadaveric donor skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.